Event description:
During follow-up, non-sustained right ventricular (rv) oversensing episodes were recorded due to far field p-wave oversensing. The device was reprogrammed to resolve the event, it is unknown if the rv lead or device caused the oversensing. The patient was stable. Related manufacturer reference number: 2017865-2022-03271.